Event description:
Patient was revised to remove asr products at the patients discretion. (B)(6) 2012- litigation papers allege patient suffers from a number of different complaints including a tingling sensation and occasional aching of the hip area and weakness in the right leg. It is also alleged patient suffers from elevated chromium and cobalt levels in his blood.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.